Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited shock impedance measurements greater than 125 ohms. An invasive procedure was performed to assess the lead connection. After opening the pocket, the lead was tugged on and remained in the device header. The lead was then disconnected and re-inserted in the device header. The shock impedance measurement was then 80 ohms. Additional information was received that the shock impedance measurements were varying from 80 - 110 ohms and that one measurement greater than 125 ohms was observed. No adverse patient effects were reported.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited shock impedance measurements greater than 125 ohms. An invasive procedure was performed to assess the lead connection. After opening the pocket, the lead was tugged on and remained in the device header. The lead was then disconnected and re-inserted in the device header. The shock impedance measurement was then 80 ohms. Additional information was received that the shock impedance measurements were varying from 80 - 110 ohms and that one measurement greater than 125 ohms was observed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
This device was later explanted and returned. No adverse patient effects were reported.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited shock impedance measurements greater than 125 ohms. An invasive procedure was performed to assess the lead connection. After opening the pocket, the lead was tugged on and remained in the device header. The lead was then disconnected and re-inserted in the device header. The shock impedance measurement was then 80 ohms. Additional information was received that the shock impedance measurements were varying from 80 - 110 ohms and that one measurements greater than 125 ohms was observed. No adverse patient effects were reported. This device was later explanted and returned. No adverse patient effects were reported.

Manufacturer narrative:
This initial report was not submitted previously. As per request by the FDA on february 4, 2025, this initial report has been resubmitted in an effort to release follow-up 001, 002 and 003 from hold status.